Event description:
The customer reported that the pump screen was broken and remained black. There was no reported impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump is expected to be provided.